Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for post-dilatation of a non-boston scientific stent. However, prior to inflation, it was noted that the balloon was broken. The device was replaced with another balloon. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for post-dilatation of a non-boston scientific stent. However, prior to inflation, it was noted that the balloon was broken. The device was replaced with another balloon. No patient complications were reported. It was further reported that patient status was stable post-procedure.